Manufacturer narrative:
(B)(4). Multiple mdrs were filed in association with this event. Please see: 0001825034-2019-02792, 0001825034-2019-02793, 0001825034-2019-02794, 0001825034-2019-02799, 0001825034-2019-02800, 0001825034-2019-02801, 0001825034-2019-02802, 0001825034-2019-02803, 0001825034-2019-02804, 0001825034-2019-02805, 0001825034-2019-02806, 0001825034-2019-02807. Concomitant medical products: 908646, washerloc cortical screw 46mm, lot 305460; 906513, tunneloc fixation, lot 465065; 904781, standard ezloc, lot 576530; 904755, ziploop, lot p08647; 904056, ez pass, lot 545450; 904055, ez pass, lot 359600; 904053, ez pass, lot 048410; 900321, maxfire, lot 909090; 904760, toggle drill, lot 699980; 912031, juggerknot, lot p09905; 912029, juggerknot, lot p08797. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported packaging damage event was confirmed via visual examination. It was identified the packaging was damaged at an unknown time. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. The likely condition of the product when leaving zimmer biomet was conforming to specifications. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.